Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial/lot #: (B)(4), ubd: 28-aug-2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for non-malignant pain. It was reported that they "had problems with the lead wires in their back", and this was noticed when "the unit" was overstimulating the patient in the wrong area. Reprogramming was attempted to try to get it correct but that did not resolve the issues so the patient had a lead revision on (B)(6) 2019 which corrected the problem. No further complications were reported or anticipated.